Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The display had a few lines running across it due to a defective lcd. After the device is turned on, the display shuts down and the device beeps 10 times in a continuous loop with blinking on the keypad. With this condition, the device was unable to operate and unable to engage in continuous monitoring. Internal inspection found the u21 component had a shorted input/output on the instrument board. The device screen turns off and a 10 beep alarm goes off due to the defective u21 chip. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device turns off by itself. No patient impact or consequences were reported.